Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving a "sensor end" message after 8 days of wearing the adc freestyle sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and was seen by paramedics who administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor end" message after 8 days of wearing the adc freestyle sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and was seen by paramedics who administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a "sensor end" message after 8 days of wearing the adc freestyle sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and was seen by paramedics who administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and properly seated in mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.